Event description:
The patient called the treating physician to report some numbness post tx and was instructed to stretch to see if that would help improve the feeling. The patient stated several days later that they were still experiencing numbness, particularly on the left side and now they were also experiencing shooting pain that runs from the inside of their elbow to their wrist. On (B)(6) 2022, the physician stated that they were able to massage the affected area and the issue is resolved.

Manufacturer narrative:
A review of data of the system indicated the system is operating functionally. There is no indication of double passes.